Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4) - incomplete . Investigation summary: the complaint device was received and visually inspected. Visual observations revealed the jaw pin was protruding out of its space contributing to the jaw failure. When the trigger was actuated, the jaws open and close as intended. A sample rubber strip was placed between the jaws and when the trigger was actuated, the jaws bite on the test strip with a small gap. An eiii needle was loaded into the device and was tested on a sample rubber strip. When the trigger was actuated, the needle deploys successfully. However, to restore it to the original position, the needle trigger has to be pushed back manually. As this is a reusable device, it is possible that tissue debris was lodged inside the shaft at the distal end and without proper cleaning/ sterilization; the device would become rough to operate over time. This complaint can be confirmed. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. The device was manufactured prior to lot numbers being assigned and marked on the device, which precludes conducting a batch history review or a lot specific search in the complaints handling system. A possible root cause for the failure could be fair wear & tear due of the age and use of the device. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during shoulder arthroscopy, it was observed that the trigger on the expressew iii w/o hook device could only move approximately 60% of normal movement that the needle barely pushed suture through tendon. According to the reporter, the event occurred when the trigger was pulled (to activate) the needle movement. It was further reported that the suture was loaded on the e3 gun and the tendon was secured. It was reported that on inspection, a small plastic guard underneath the gun surrounding the trigger was loose - thus preventing the trigger to travel fully. There was five minute delay in the procedure as an identical spare device was available for use to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.